Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet would not charge despite use of multiple wall outlets and attempts to charge without the case, and the contact later clarified that an older charging kit was not working while a newer replacement charging kit was functional; a replacement ilet and charging kit were shipped and the nonfunctional charging kit was to be returned. Symptoms included no reported adverse clinical effects, with blood glucose reported at 76 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and product replacement logistics. Investigation of this device revealed no charging system malfunction associated with the charging pad and related accessories, with no defect identified on the replacement hardware.